Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the condition of the device at the time of the intervention has been provided. However, it was reported this patient had endocarditis, hypertension and chronic kidney disease within the implant duration of this device which may have been a contributing factors to the stenosis of this device. However, without return of the device for evaluation, the root cause for the intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 23mm aortic pericardial valve, was implanted into an existing 21mm aortic valve in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately eleven (11) years and ten (10) months. Both devices remain implanted. Through follow up with the health care provider, it was learned the 21mm aortic valve was disabled due to severe aortic stenosis. Patient was free of complaints at the conclusion of the procedure and transferred to sicu in stable condition.